Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the latitude system declared a red alert due to the device exhibiting a low shocking impedance of less than 20 ohms. The field representative was contacted and stated that the shock impedances have been stable around the mid 50's to mid 60's since implant and even now with the exception of a single <20 ohms reading. Technical services discussed that this would be the physician discretion on what to do; however, explained that the true test of the system is to deliver a full energy shock to test the integrity of the system. Subsequent information indicated that the physician plans to continue to evaluate the patient's out of range shocking impedance.